Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. The guidewire returned with the complaint catheter was noted to be damaged, which was the cause for the reported withdrawal difficulty. In this case, it is likely that the guidewire damage caused the reported difficulty removing the catheter from the guidewire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The hi-torque (ht) balance middleweight (bmw) guide wire was advanced and the dragonfly opstar imaging catheter was delivered over the guide wire without issues. The pullback was completed and removed the imaging catheter from the anatomy. However, the ht bmw guide and dragonfly opstar was stuck and removed together. The guide wire was noted to be kinked. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number.